Event description:
Difficult procedure to a chronic total occlusion (cto) in the right coronary artery. When the asahi confianza pro ptca guide wire was pushed slightly attempting to cross the cto lesion, the guide wire broke into 2 pieces. The separated portion was retrieved with a snare device. There were no pt effects. The outcome was good and the pt was discharged from the hospital.

Manufacturer narrative:
The device has not been returned to asahi intecc as of the date, so that an eval could not be conducted. Products are all inspected for its appropriateness to the product specifications during the production process, so we consider the guidewire in question was shipped free of defect.